Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.   The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information postoperatively no abnormalities, the patient is doing well under the circumstances. No further additional information available. Here is a brief summary of the patient and the topic of stoma placement. The patient's general diagnosis was already very critical (radiation, chemotherapy). The rectum had to be dissected very deeply. A anastomosis was very difficult to achieve. Due to the fact that the first circular stapler did not work, the staple suture was already very stressed when the mandrel was pulled out. After a new cdh29p could be placed and triggered, the leakage test was performed. During the leakage test a leakage was detected and it was decided to create a stoma. The surgeon was knew from the beginning that he had to plan this step for this patient. Medical opinion per ethicon medical safety officer: the case in question involves a ¿will not fire¿ for a cdh29p powered echelon circular stapler. In the event description, it was related that the patient had received neoadjuvant chemoradiation and that ¿the rectum had to be dissected very deeply¿, implying a very low planned anastomosis and that the surgeon anticipated a difficult procedure. When inserted, the device would not fire and was replaced. It is unclear if the surgeon removed and replaced the anvil or left the anvil in place to be used with the replacement stapler. When a powered circular stapler will not fire the surgeon can mitigate the issue by detaching the anvil, pulling the stapler out of the rectum, placing a new stapler, attaching the previously placed anvil and then firing the stapler. When dealt with in this manner, the device issue should not result in or increase the risk of an anastomotic leak. In this case, the patient had undergone neoadjuvant chemoradiation and it appears that, per the surgeon, a very low and difficult anastomosis was attempted. In addition, it is not known if the surgeon left the anvil in situ or replaced it. Based upon the available information, it is not believed that the product issue directly caused the adverse event in the complaint. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the system has not triggered. A stoma creation was performed. Procedure was a lap rectum.